Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.

Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the heater bag temperature failed performance specification-fluid delivered out of specifications. Follow up with the nurse revealed that the patient is no longer performing peritoneal dialysis. No further information was provided.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice device and returned the device. Return instrument test/evaluation (rite) was performed by the product analysis lab (pal). The device failed rite functional test due to heater bag temperature failed performance spec, and passed rite electrical test. The assignable cause for the rite encountered issue was undetermined; the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the encountered difficulty. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.